Event description:
Wheel caught on a curb and the user fell on their face experiencing a concussion, nasal fracture, and multi night hospital stay'.

Manufacturer narrative:
There was no contact information provided in the report that medline received from amazon to follow up with the customer therefore no additional information is available to be obtained. Per the report 'wheel caught on a curb and the user fell on their face experiencing a concussion, nasal fracture, and multi night hospital stay'. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.